Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/23/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During visual inspection, the sample was found to be ruptured. Additionally, an anomaly was observed on the edge of the tear consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV and rupture . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 250cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade IV and rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis.